Event description:
Synopsis: this is a follow-up report to disclose product investigation results received oct/2005. Initially a physician's assistant reported that a female patient, diagnosed with a compression fracture of the spine, used thermacare pain relieving heatwraps, bac, size l/xl in august 2004 and discovered weeping blisters upon removal of the wrap the following day. A biopsy of skin tissue about nine days later disclosed a cell poor subepidermal blister with full thickness epidermal necrosis consistent with a second degree burn/thermal injury. Several ulcers were covered with crust and five areas were debrided including two areas of infection on the right lowere back-hip. Subsequent treatment included oral and topical antibiotics, debridement including mupirocin ointment to debride eschars. Treatment rendered resulted in newly re-epithelialized areas to right hip with noted scars on left hip/back in october 2004. It was noted that one area remained painful while other sites were not painful; otherwise, the second degree burns were completely healed. The attorney follow-up letter, including consumer's follow-up questionnaire, received 09/aug/2005 revealed no changes in the burn scarring. The consumer's information revealed new medical histories of shingles and fluid retention.

Event description:
A patient diagnosed with a compression fracture of spine used thermacare pain relieving heatwraps, back, size l/xl in 2004 and discovered weeping blisters upon removal of the wrap in the next day. On the 2nd day, the patient presented to the physician's office with a complaint of burned back. Assessment consisted of the following three burned locations: left hip, central lower back and right hip areas. A biopsy of skin tissue in aug 2004 disclosed a cell poor subepidermal blister with full thickness epidermal necrosis consistent with a second degree burn/thermal injury. Several ulcers were covered with crust and five areas were debrided including two areas of infection on the right lower back/hip. Subsequent treatment included oral and topical antibiotics, debridement including mupirocin ointment to debride eschars. Treatment rendered resulted in newly re-epithelialized areas to right hip with noted scars on left hip/back in about two months later. It was reported that one area remained painful if touched and other sites were no longer painful; otherwise, the second degree burns were completely healed.

Event description:
Synopsis: this is a follow-up #3 report as a second product was provided for product investigation and results were recevied 2005. Initially a physician's assistant reported that an old female pt, diagnosed with a compression fracture of the spine, use thermacare pain relieving heatwraps, bac, size l/xl in 2004 and discovered weeping blisters upon removal of the wrap in 2004. A biopsy of skin tissue in 2004 disclosed a cell poor subepidernal blister with faull thickness epidermal necrosis consistent with a second degree burn/ thermal injury. Several ulcers were covered with crust and five areas were debrided including two area of infection on the right lower back/hip. Subsequent treatment included oral and topical antibiotics, debridement including mupirocin ointment to debride eschars. Treatment rendered resulted in newly re-epithelialized areas to right hip with noted that one area remain painful while other sites were not painful; otherwise, the second degree burns were completely healed. The attorney follow-up letter, including consumer's follow-up questionnaire, received 2005 revealed no changes in the burn scarring and two additional med histories.